Event description:
Customer called to obtain troubleshooting assistance after recovering unusual results (wbc>100 and hgb 25) on patient samples on lh500 instrument. Instrument printouts were not provided for this investigation. During troubleshooting, the customer found fluid leaking at the cbc lyse (lyse s iii) pinch valve. Approximately 30 ml of the fluid leaked; all was confined to the instrument. Face shield, gloves and lab coat were in use while troubleshooting. There was no exposure to mucus membranes or open wound. The erroneous results were not reported out. There was no death, injury or affect to patient treatment associated with this event. No one sought medical attention. Msds was not reviewed. However, an exposure control/risk management plan is available. The field service engineer confirmed lyse leak and replaced pinch valve/solenoid & actuator pv1. He also replaced diff sample line, bleached flow cell, realigned laser to resolve diff flow cell clog received upon startup and verification of instrument. Root cause is attributed to worn tubing at pinch valve/solenoid and actuator pv1 associated with the cbc lyse. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).